Manufacturer narrative:
H4: the suspected lot# r20e25069 was manufactured on may 25, 2020. H4: the suspected lot# r20g13053 was manufactured on july 14, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing and no flow was observed due to a drop of solvent which blocks the tubing. The reported condition was verified. The cause of the condition is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of both lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspect lot #: r20e25069 and r20g13053. Device manufacturer address: (B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified fluid would not flow through the line of paclitaxel set. It was further reported ¿the tubing line was plugged beneath the filter set¿ and it ¿looked like clear plastic dripped down into the line and plugged the line¿. It was further stated ¿it could be melted plastic¿. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.